Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced a lack of clinical benefit from the device and subsequently the device was explanted on (B)(6) 2018.